Event description:
Reportedly the patient had an endocarditis due to device and leads.

Manufacturer narrative:
It was reported on (B)(4) 2016 that both device and leads were explanted.

Event description:
Reportedly the patient had an endocarditis due to device and leads.